Event description:
Prior to use, could not advance the gw & catheter into the hub of gc. During the preparation, difficulty was experienced to advance the gw and angiographic catheter into the hub of the envoy gc (670-260-00); there was an obstacle in the hub of the gc. When the physician checked the inner lumen of the hub of the gc, an object as a plastic was found. There was no info regarding which gw or angiographic catheter was used. It was unk if the plastic piece was loose. No other info was available. The product was not clinically used. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage.

Manufacturer narrative:
The product is to be returned for evaluation and testing. Additional info will be submitted within 30 days upon receipt.